Event description:
The customer reported via phone call that she had a battery out limit alarm and a keypad anomaly on the insulin pump. Customer stated that the up arrow key does not work. Customer was trying to bolus when she went to press the up arrow key and the numbers were ramping. Customer changed the battery and received another battery out limit alarm. Customer's blood glucose was 102 mg/dl. Customer stated that the up arrow key is stuck and the numbers are ramping while it is stuck in a loop. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected battery alarms were noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.